Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for left ventricular lead repositioning. The left ventricular lead had dislodged after the patient had fallen on his left shoulder one month prior to procedure. High threshold was observed. The lead was dislodged due to the lead only being tied down once. The lead was instead explanted and replaced. The patient condition is stable and recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.